Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device visual evaluation: visual analysis of the photographs identified: red particles in the shell, white biological tissue in the shell and crease fold. The device may have an opening because there is no fluid inside the shell but cannot be confirmed by photo analysis. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange due to concern with product.

Event description:
Healthcare professional right side deflation and exchange due to "concern with the device." Device has been explanted.